Event description:
I was researching medications and devices to be used in an upcoming procedure that is scheduled. The healthcare provider listed salter labs etco2/o2 nasal cannula #4707-13-13 among the items. I checked online and it was being marketed as "latex free" but did not include the approved labelling of "not made with natural rubber latex" on any of the materials available online. So, I called salter / sunmed regarding the item and received a voicemail response after requesting latex information via the online-provided phone number. The manufacturer responded via voicemail that natural rubber latex is used in the manufacturing of this product. So, they are marketing as latex free even though nrl is used in manufacturing, which could cause significant harm to latex allergic individuals, including myself. I spoke with someone named (B)(6) initially. She reached out via email to someone named (B)(6). Then the voicemail was left by (B)(6) again, reading directly from what she received in response to her inquiry. FDA safety report ID# (B)(4).